Event description:
It was reported that the patient presented in the hospital for a lead revision due to high capture thresholds and decreased r-waves. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.